Event description:
It was reported that the patient presented to the hospital for a routine follow up. Upon device interrogation, the right ventricular lead exhibited increased capture thresholds and high impedance. The lead was tested in unipolar mode and impedance measurements decreased but the patient experienced pocket stimulation in that vector. The patient would continue to be monitored, no intervention was reported.